Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous shunt vessel. The physician advanced a 5.0x40x75cm mustang balloon to dilate the lesion. The mustang balloon was inflated to an unknown atms for 30 seconds. On the second inflation the balloon was inflated to 20atms for 30 seconds and ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous shunt vessel. The physician advanced a 5.0x40x75cm mustang balloon to dilate the lesion. The mustang balloon was inflated to an unknown atms for 30 seconds. On the second inflation the balloon was inflated to 20atms for 30 seconds and ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found that the balloon showed evidence of being inflated. The device was attached to an encore inflation unit and an attempt was made to inflate the device when a leak was noted. The balloon material had a longitudinal tear, a length of 20mm, distal from the proximal markerband. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).